Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit unit's adaptor was broken. It was reported that when removing it to give surfactant, the adaptor snapped. There was no patient injury.

Manufacturer narrative:
One sample was received for evaluation. The reported condition was confirmed. A visual inspection was performed and it was observed the connector is broken. Device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit unit's adaptor was broken. It was reported that when removing it to give surfactant, the adaptor snapped. A customer reported that the patient was reintubated with a replacement product.